Event description:
Patient presented for routine eri generator replacement. During analysis, it was noted that the atrial lead exhibited noise oversensing resulting in an inappropriate automatic mode switch (ams) episode. No intervention was performed. The patient was in stable condition and will continue to be monitored.